Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a shorter than expected battery longevity estimation for the implantable pulse generator (ipg). It was advised that this was a result of a programmer software issue and that the programmer software was not on the most up to date version. The programmer remains in use. No patient complications have been reported as a result of this event.